Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, as the sheath was being withdrawn, the left ventricular lead was also withdrawn. Another, longer sheath was used to re-implant the lead and the lead remains in use. No patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.